Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for trigl triglycerides (trig) on a cobas 6000 c (501) module - c501. The sample initially resulted as 27 mg/dl and this value was reported outside of the laboratory. A physician called to complain about the result, so the sample was repeated. Visible fibrin was found in the sample and removed. The sample was then repeated twice, resulting as 639 mg/dl and 644 mg/dl. The 644 mg/dl value was considered to be correct. No adverse events were alleged. The trig reagent lot number was 211609, with an expiration date of 01/31/2018. No relevant instrument alarms were generated around the time that the sample was pipetted. A general reagent issue could be ruled out as calibration and quality controls are acceptable.

Manufacturer narrative:
Investigations have determined that the issue is most likely pre-analytic related.